Event description:
It was reported that the patient was taken to the emergency department (ed) with 1 day of fever, rigors, and chills. White blood cells were found to be 13,990 units/l. The patient was started on vancomycin and cefepime due to a concern for bacteremia. The patient did have positive blood cultures. Vancomycin was discontinued and daptomycin was started. The patient also had thrombocytopenia that was thought to be caused by bacteremia. It was noted that the patient had a history of chronic kidney disease. Their baseline creatinine was around 1.4-1.5 mg/dl and was 2.1 mg/dl in the ed.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion. A specific cause for the patient's bacteremia could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated creatinine could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source of the bacteremia was unknown.